Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement several times during the implant procedure. The lead was finally positioned, the device was connected, and the pocket was closed to complete the procedure. However, the lead dislodged again shortly after the procedure was complete and a second intervention was performed to remove the rv lead and device. At this time, no products were implanted and the procedure was cancelled. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance; measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were noted in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. Additionally, cuts in the insulation at the suture sleeve and a slight bend in the rate/sense cable were observed, consistent with explant damage. A stylet was inserted into the lead without resistance, indicating no blockage in the lumen, laboratory testing did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lead dislodgement that occurred during the implant procedure and again after the pocket was closed.

Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement several times during the implant procedure. The lead was finally positioned, the device was connected, and the pocket was closed to complete the procedure. However, the lead dislodged again shortly after the procedure was complete and a second intervention was performed to remove the rv lead and device. At this time, no products were implanted and the procedure was cancelled. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.